Event description:
It was reported that there is potentially a loss of capture. The patient felt slightly lightheaded, and may have been a micro dislodegment. The device and two leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.